Event description:
It was reported that the patient experienced recurring incontinence and cuff erosion from catheter placement. A revision surgery was performed in which the cuff was removed and a stopper was added to allow urethra to heal. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced recurring incontinence and cuff erosion from catheter placement. A revision surgery was performed in which the cuff was removed and a stopper was added to allow urethra to heal. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.